Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
Following return and analysis, post explant, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited beeping tones. The patient sought medical intervention, with an in-office interrogation confirming the tones were triggered due to an elective replacement indicator (eri) battery status. The device was replaced; reportedly the follow-up six months prior, reported an estimated time to eri of seven years. No adverse patient effects were reported and the explanted unit is intended to be returned for analysis.